Event description:
It was reported that the user experienced issues during the use of the pressure sensors in interventional rooms and icus. Device cannot be zeroed, cannot produce waveforms, and the waveforms do not match the numbers. It was reported "there was no adverse event happened in the process".

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 was corrected.UDI related data quality updates only.

Manufacturer narrative:
Other, other text: additional information is provided in d.10. H.2. H.3., and h.6. One partial used sample out of its original package was received for investigation. Functional testing was performed and the event for the failure mode reported was not confirmed. The device analysis executed found that returned sample passed the electrical test. The root cause for this event is unknown, no discrepancies or anomalies found during evaluation of the sample. The product's history record was reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6).